Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted as expected resulting in the customer's elevated blood glucose (bg) level. The customer experienced a bg level over 500 mg/dl and moderate levels of ketones. A manual injection was administered to correct. Tandem technical support educated the customer in the importance of charging the pump.